Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.

Event description:
Pt was receiving cytoxan combined with etoposide and doxorubicin over a 4 day period. Four bags of the cytoxan combined with etoposide (810 mg/500 ml and 80 mg/500ml) and 4 bags of doxorubicin (20 mg/500ml) were hung to each infuse over 24 hours. It was reported that one of the bags ended early (no specifics on which bag was involved). Biomed tested the pump and reported that it tested within specifications. There was no pt harm and no medical intervention was required. Customer stated that no add¿l event or pt info is available. MFR¿s report number: 2016493-2012-00226. (B)(4).